Event description:
Event description boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported hearing beeping coming from their device. Upon interrogation of the device, it was found to have reached elective replacement indicator (eri) due to a charge time of 20.2 seconds and a monitoring voltage of 2.66 v. Premature battery depletion was suspected.